Event description:
It was reported that an infusion line leak occurred. The 100% stenosed lesion was located in a moderately tortuous and moderately calcified superficial femoral artery. A 2.1 jetstream xc atherectomy catheter was selected to treat in-stent restenosis. When the device was ready to use, however, resistance was experienced during insertion. When taking out the catheter while using rex, there was a saline leak seen 5 centimeters from the distal end. There were no patient complications as a result of this event, and the patient went to open surgery to treat and open the vessel.